Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device would not power up. The complainant indicated that there was no pt involvement in the reported failure.